Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions for was the sales representative checked the instrument. Controls were tested and were acceptable. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous high results were generated by the cobas b 101 analyzer. The event involved 1 patient with a high result for hemoglobin a1c compared to the latex immunoagglutination method. The patient's age was requested, but was not provided. The patient's weight was requested, but was not provided. The patient's gender was requested, but was not provided. The patient's race was requested, but was not provided. The patient's ethnicity was requested, but was not provided.